Event description:
Literature was reviewed regarding "neuroendoscopic cyst fenestration for delayed enlargement of perianeurysmal cyst formation through long-term follow-up after endovascular treatment." The following medtronic devices were used: axium prime 3d coil and axium prime es coil no deaths occurred in the study population. Among patient adverse events included: -perianeurysmal cyst. Fenestrated the cyst wall using biopsy forceps. When the cyst wall was fenestrated, yellowish fluid was drained from the cyst. -pericystic edema -progressive memory disturbance -admitted to hospital 8 years after the initial treatment. -hydrocephalus recurrence -additional ventriculoperitoneal shunting was performed no further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: sato k, suzuki k, nakano y, murakami y, saito t, & yamamoto j. Neuroendoscopic cyst fenestration for delayed enlargement of perianeurysmal cyst formation through long-term follow-up after endovascular treatment: a case report and review of literature. Surgical neurology international 2024. Doi:10.25259/sni_308_2024 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.